Event description:
It was reported that the patient had an increased right apical pneumothorax..

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of pneumothorax, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the apical pneumothorax was not device related and resolved on (B)(6) 2022. The patient was stable and would be discharged on (B)(6) 2022.